Event description:
I have been using fixodent from 1985 to the present day and have noticed numbness, tingling and burning throughout my body and limbs. I had tests to show high level of copper & zinc in my blood in 2009. Dose: denture cream. Frequency: once or twice daily. Route: oral. Dates of use: 1985 to current. Diagnosis: denture adhesive cream. Event abated after use stopped: no.